Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis'), device dislocation ('malposition of essure device') and genital haemorrhage ('gen. Abnormal. Bleed') in a 28-year-old female patient who had essure (batch no. 626206) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included intervertebral disc disorder, myelopathy, sprain, cervicalgia, lumbosacral (joint) (ligament) sprain, excess sweating, lumbago, breast lump, folliculitis, myopia, tremor and muscle weakness. Concurrent conditions included corneal degeneration, arcus senilis, hypermetropia, regular astigmatism, upper respiratory infection, heartburn, reactive airways disease, asthma, medial epicondylitis, carpal tunnel syndrome, tendonitis, viral syndrome, allergic rhinitis, restless leg syndrome, joint pain, vocal cord disorder, skin xerosis, pharyngitis, deviated nasal septum, numbness, tingling, patellofemoral pain syndrome, pain in hip, foot pain and multiparous. Concomitant products included benzonatate, budesonide since (B)(6) 2015, ethinylestradiol;norelgestromin (ortho evra) from 2003 to 2007, ethinylestradiol;norgestimate (ortho tri-cyclen lo) from (B)(6) 2006 to (B)(6) 2010, ferrous sulfate (ferrous sulphate) from (B)(6) 2009 to (B)(6) 2012, fluconazole from (B)(6) 2010 to (B)(6) 2013, fluticasone propionate;salmeterol xinafoate (advair) from (B)(6) 2010 to (B)(6) 2011, guaifenesin;pseudoephedrine hydrochloride (mucinex d) from (B)(6) 2012 to (B)(6) 2012, ibuprofen from (B)(6) 2006 to (B)(6) 2008, ketotifen22-(B)(6) 2010 to 2011, loratadine from (B)(6) 2012 to (B)(6) 2012, meloxicam (mobic) from (B)(6)2009 to (B)(6) 2012, meloxicam from (B)(6) 2011 to (B)(6) 2018, methylprednisolone sodium succinate (asmacortone) since 2003, nortriptyline hydrochloride (nortriptyline hcl), omeprazole from (B)(6) 2009 to (B)(6) 2010, paracetamol (acetaminophen) from (B)(6) 2011 to (B)(6) 2011, pramipexole dihydrochloride (mirapex), pramipexole dihydrochloride (pramipexole dihcl) from 4-oct-2012 to (B)(6) 2014, ranitidine from (B)(6) 2012 to (B)(6) 2012, ropinirole hydrochloride (ropinirole) from (B)(6) 2013 to (B)(6) 2018, salbutamol sulfate (albuterol sulfate hfa) since (B)(6) 2007, salbutamol sulfate (ventolin hfa) since (B)(6) 2013 and topiramate from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding: menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding(vaginal)"), 3 days after insertion of essure. In march 2008, the patient experienced pelvic pain ("pelvic pain"), back pain ("back pain/lower back") and perineal pain ("perineal pain"). In september 2008, the patient experienced endometriosis ("other injury(ies) or complication please describe: endometriosis"). In march 2009, the patient experienced vaginal discharge ("vaginal discharge"). In july 2009, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). In march 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), female sexual dysfunction ("paramenia(inability to have sexual intercourse),"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), migraine ("migraine/ migraines/headaches"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condit/prob"), groin pain ("pain in groin") and scar ("tearing and scaring") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumors") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the endometritis, device dislocation, psychological trauma, fatigue, gastrointestinal disorder, hormone level abnormal, migraine, headache, nausea, nervous system disorder, neoplasm, weight increased, perineal pain, bacterial vaginosis, groin pain and scar outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia, iron deficiency anaemia, vaginal infection, vaginal discharge, endometriosis and vaginal haemorrhage had resolved. The reporter considered abdominal pain, back pain, bacterial vaginosis, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, endometritis, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, groin pain, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, neoplasm, nervous system disorder, pelvic pain, perineal pain, psychological trauma, scar, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2007 and (B)(6) 2008. Plaintiff received treatment for fallowing conditions: vaginal infection, vaginal discharge, fatigue, gi conditions, hormonal changes, migraine, headaches, nausea,neuro condit/problems, tumors, weight gain. Discrepant information: insertion date (B)(6) 2008 and essure confirmation test (B)(6) 2018. Approximately three coils of insert were seen on the patient's right and approximately 4-1/2 coils on the patient's left. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test: unspecified. Bilateral occlusion. Pathology test - on (B)(6) 2018: negative for dysplasia or malignancy.. Ultrasound scan vagina - on (B)(6) 2018: results: malposition of essure device. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, pelvic pain, headache, back pain, dysmenorrhea, dyspareunia, migraine, bacterial vaginosis, vaginal infections, vaginal discharge, metrorrhagia.. Lot number: 626206 manufacture date: 2007-11 expiration date: 2009-10 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis'), device dislocation ('malposition of essure device') and genital haemorrhage ('gen. Abnorm. Bleed') in a (B)(6) female patient who had essure (batch no. 626206) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included intervertebral disc disorder, myelopathy, sprain, cervicalgia, lumbosacral (joint) (ligament) sprain, excess sweating, lumbago, breast lump, folliculitis, myopia, tremor and muscle weakness. Concurrent conditions included corneal degeneration, arcus senilis, hypermetropia, regular astigmatism, upper respiratory infection, heartburn, reactive airways disease, asthma, medial epicondylitis, carpal tunnel syndrome, tendonitis, viral syndrome, allergic rhinitis, restless leg syndrome, joint pain, vocal cord disorder, skin xerosis, pharyngitis, deviated nasal septum, numbness, tingling, patellofemoral pain syndrome, pain in hip, foot pain and multiparous. Concomitant products included benzonatate, budesonide since (B)(6) 2015, ethinylestradiol;norelgestromin (ortho evra) from 2003 to 2007, ethinylestradiol;norgestimate (ortho tri-cyclen lo) from (B)(6) 2006 to (B)(6) 2010, ferrous sulfate (ferrous sulphate) from (B)(6) 2009 to (B)(6) 2012, fluconazole from (B)(6) 2010 to (B)(6) 2013, fluticasone propionate;salmeterol xinafoate (advair) from (B)(6) 2010 to (B)(6) 2011, guaifenesin;pseudoephedrine hydrochloride (mucinex d) from (B)(6) 2012 to (B)(6) 2012, ibuprofen from (B)(6) 2006 to (B)(6) 2008, ketotifen (B)(6) 2010 to 2011, loratadine from (B)(6) 2012 to (B)(6) 2012, meloxicam (mobic) from (B)(6) 2009 to (B)(6) 2012, meloxicam from (B)(6) 2011 to (B)(6) 2018, methylprednisolone sodium succinate (asmacortone) since 2003, nortriptyline hydrochloride (nortriptyline hcl), omeprazole from (B)(6) 2009 to (B)(6) 2010, paracetamol (acetaminophene) from (B)(6) 2011 to (B)(6) 2011, pramipexole dihydrochloride (mirapex), pramipexole dihydrochloride (pramipexole dihcl) from (B)(6) 2012 to (B)(6) 2014, ranitidine from (B)(6) 2012 to (B)(6) 2012, ropinirole hydrochloride (ropinirole) from (B)(6) 2013 to (B)(6) 2018, salbutamol sulfate (albuterol sulfate hfa) since (B)(6) 2007, salbutamol sulfate (ventolin hfa) since (B)(6) 2013 and topiramate from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding: menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 days after insertion of essure. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain"), back pain ("back pain/lower back") and perineal pain ("perineal pain"). In (B)(6) 2008, the patient experienced endometriosis ("other injury(ies) or complication please describe: endometriosis"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia(inability to have sexual intercourse),"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), migraine ("migraine/migraines/headaches"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condit/prob"), groin pain ("pain in groin") and scar ("tearing and scaring") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumors") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the endometritis, device dislocation, psychological trauma, fatigue, gastrointestinal disorder, hormone level abnormal, migraine, headache, nausea, nervous system disorder, neoplasm, weight increased, perineal pain, bacterial vaginosis, groin pain and scar outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia, iron deficiency anaemia, vaginal infection, vaginal discharge, endometriosis and vaginal haemorrhage had resolved. The reporter considered abdominal pain, back pain, bacterial vaginosis, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, endometritis, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, groin pain, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, neoplasm, nervous system disorder, pelvic pain, perineal pain, psychological trauma, scar, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2007 and (B)(6) 2008. Plaintiff received treatment for fallowing conditions: vaginal infection, vaginal discharge, fatigue, gi conditions, hormonal changes, migraine, headaches, nausea,neuro condit/problems, tumors, weight gain. Discrepant information: insertion date (B)(6) 2008 and essure confirmation test (B)(6) 2018. Approximately three coils of insert were seen on the patient's right and approximately 4-1/2 coils on the patient's left. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: essure confirmation test: unspecified. Bilateral occlusion. Pathology test on (B)(6) 2018: negative for dysplasia or malignancy. Ultrasound scan vagina on (B)(6) 2018: results: malposition of essure device. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, pelvic pain, headache, back pain, dysmenorrhea, dyspareunia, migraine, bacterial vaginosis, vaginal infections, vaginal discharge, metrorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Case becomes incident. Injury nos replace with new events: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, chronic pelvic pain, abdominal pain , back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, gen. Abnormal. Bleed, psych injury, vaginal infection, vaginal discharge, fatigue, gi conditions, hormonal changes, migraine, headaches, nausea, nuero condit/problems, tumors, weight gain were added. Date of removal added. Lab data added. On (B)(6) 2019: pfs received. Lot number added. New event added from mr- endometritis and malposition of essure device were added. New events added from pfs: abnormal bleeding (vaginal), bacterial vaginosis, endometriosis, perineal pain were added. Medical history, concomitant conditions and drugs were added. Follow up 2 and 3 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.